Event description:
I use an omnipod for diabetic control. While cooking, I heard the "beep" that alerts an insulin delivery has occurred. I did not initialize a bolus or any meal bolus activity. I didn't think much of that, until I sat down and my pdm told me I had over 27 units of insulin "on board." I logged in and saw that it had delivered an unsolicited 25-unit bolus. I immediately ate a pop tart, grabbed a glucagon kit, and my wife rushed me to the local hospital. The pod made a clicking noise as it seemed to be delivering more unsolicited insulin. I ripped the pod off and discarded it in the car. There she gave me the glucagon as my glucose was dropping. I was taken into the ER and throughout my 5 hour stay I consumed: two bottles of 50% dextrose through IV, 7 cups of apple juice, a peanut butter jelly sandwich, a pack of graham crackers, and continued to eat/drink until I started to vomit slightly. The first injection of dextrose only raised my blood sugar to 183 units before beginning a stiff downward climb to 83 where I asked to get a second dose of that. This stabilized the sugar level. When I reported the issue to omnipod on monday the 14th, I was instructed to give them the log files. They also sent me a box to send my pdm back. It has been approximately 2 weeks since they have had access to the log files, and they still cannot determine whether this was an accidental bolus (of which I am 99% percent sure I did not initiate) or a flaw. They claim to not have received the pdm which was sent by fed ex a week ago. There has been limited communication regarding the issue and when I call, I seem to be placed on hold or cannot get through regularly. Being that it seems that insulet is not taking this matter seriously, having no idea how much insulin the pod actually gave me, and not relieving much information from the company, I feel I have to report this to the FDA. If this would have happened while I was sleeping it certainly would have killed me and I fear that this may happen to others as friends of mine have reported issues with their pods as well.